Event description:
A malfunction was reported on the pump with a code labeled as malf 0, but there were no notable events prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.